Event description:
A report was received stating that the patient's precision system would be explanted due to the battery surfacing. The patient was reportedly doing well after the explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn for evaluation.